Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure using the 14x120mm abre venous self-expanding stent system in the left subclavian vein under general anesthesia, the system was very difficult to release and the thumbwheel would not turn easily. The pulley broke and would not rotate. The lumen was flushed prior to use. A guidewire was used for insertion of the catheter. The IFU (instruction for use) was followed. Tumescent infiltration was not utilized. The first three stents were released without issue. The physician had to break the handle to access and release the rest of the stent in the patient. The stent remains implanted in the patient. The two subclavian veins were treated. The procedure was completed as per protocol. No additional treatment was required. No patient complications have been reported as a result of this event.